Event description:
On 04/18/97 a report of guidewire resistance was received. Upon receipt of product, the device was shipped to co's european manufacturer for evaluation. On 05/21/97 co was made aware that the ptfe coating on this guidewire was peeling. There has been no claim of injury related to this event.